Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge was torn inside the eye. The surgery was completed successfully. There was no injury to the patient. Additional information was requested.

Manufacturer narrative:
A company device was returned loose in the opened device pouch inside a large biohazard bag. Viscoelastic was observed inside the cartridge. The cartridge was not torn. The tip has light stress lines, typical of a lens delivery. The cartridge displayed evidence of being placed into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. The associated lens was reported to be an company lens 23.0 diopter. Follow ups for more information were attempted. The specific lens model was not provided. Without the lens model, it cannot be determined if a qualified lens/cartridge combination was used. A company device handpiece was indicated. The viscoelastic information was not provided. It is unknown if a qualified product combinations was used. There was no damage observed. The reported torn cartridge was not observed. Light stress lines were observed at the cartridge tip. It is unknown if the light stress lines were interpreted as the reported complaint. Cartridge stress is an expected occurrence and does not denote a cartridge deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).